Manufacturer narrative:
Method: based on the customer account of the event. Conclusion: after the battery was installed, the AED passed a self test.

Event description:
AED deployed without the battery installed. Battery was in storage pouch of the case. The subject was not resuscitated. The date of the incident is unk. (B) (4).